Event description:
The rep reported the device was used during a roux-n-y procedure. It was reported the tlc75 would not fire when reloaded. Another instrument was opened to complete the case. There was no consequence to the pt.